Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed as a valid lot code was not provided and could not be obtained. Per surgical technique: sterilization- non-sterile devices: packaged components are packaged individually in sealed poly bags. Unless specifically labeled sterile, the implants and instruments are supplied nonsterile and must be sterilized prior to use. Recommended sterilization methods include steam autoclaving after removal of all protective packaging and labeling. The following steam autoclave cycles were validated to an sal of 10(-6) using the biological indicator (bi) overkill method however sterilization should be in accordance with the sterilizer manufacturer's instructions and the institution's procedures assuring sterility. Usage of an FDA cleared wrap to ensure that the device is actually sterile prior to implantation is recommended. Use caution during sterilization and storage. Do not allow contact with metal or other hard objects that could damage the finish or prevent proper use. As the device was not returned and further information was not provided, the root cause of the reported event could not be determined. A correlation between the subject implant and the infection could not be made.

Event description:
It was reported that a patient, originally operated abroad, has been hospitalized at university hospital heidelberg for revision, after an infected implant. The customer reported that the mesa pedicle screw system, which was used for the original implantation, must be removed for explantation.

Manufacturer narrative:
Correction: updated from (B)(4) to (B)(4).

Event description:
It was reported that a patient, originally operated abroad, has been hospitalized at university hospital heidelberg for revision, after an infected implant. The customer reported that the mesa pedicle screw system , which was used for the original implantation, must be removed for explantation.

Manufacturer narrative:
The customer reported that the device was "delivered non-sterile as loaner". The customer reported that the instruction for cleaning and sterilization of the device were not clear/ adequate. The customer decided to prepare the medical device according to its own best judgment. A supplemental MDR report will be filed upon conclusion of the investigation.

Event description:
It was reported that a patient, originally operated abroad, has been hospitalized at university hospital (B)(6) for revision, after an infected implant. The customer reported that the mesa pedicle screw system , which was used for the original implantation, must be removed for explantation.